Manufacturer narrative:
Conclusion: vicryl suture's is a synthetic absorbable sterile surgical suture composed of a copolymer made from glycolide and l-lactide. Polyglactin 910 copolymer and polyglactin 370 with calcium stearate have been found to be nonantigenic, nonpyrogenic and elicit only a mild tissue reaction during absorption. All of the original breaking strength is lost by five weeks post implantation and the absorption of coated vicryl suture is essentially complete between 56 and 70 days post implantation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Patient reported pain, redness, swelling, numbness and possible allergic reaction following podiatric procedure. The attending prescribed ultrasonic steroid treatment. Surgery is planned for suture removal in 2007.